Event description:
A us distributor reported that a patient's battery charger would not power on.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective fu100 component on the pca board. The root cause for the defective fu100 could not be positively identified. No adverse event resulted from the damaged charger. Device evaluation of battery 86317116 been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. Additionally, there was loose bus bars inside of the battery. The root cause for the contamination was ingress of an unknown liquid. The root cause of the loose busbar cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery.